Manufacturer narrative:
Insulin pump passed most of the functional testing except the self-test due to failed self-test alarm faulty electrical component on the radio frequency board. After replacing the electrical component, the insulin pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly noted during test. Unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed failed self-test every day at 10 a.m. The insulin pump did not link to the meter. Customer's blood glucose level was not reported. The bolus amount was not recorded in the bolus history. The customer was advised that the device would be replaced and agreed to return the product for analysis.